Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited cut on pink rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of cut at pink probe is expected or random component failure without any design or manufacturing issue due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.